Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5cz56. Investigation summary: the analysis results found that the ats45 device (a) was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the firing across vessel bundle in a lap nephrectomy the device would not allow the firing handle to be pulled closed. The closing handle closed. But the firing handle seemed as if it was jammed. Another stapler was pulled and placed right next to the stapler that was stuck. That one worked but also seemed to be difficult to fire. The surgeon opened and released the one that was stuck on the vessel bundle. Returning both staplers to examine. The procedure was completed with no patient consequences reported.